Event description:
It was reported that there was a malfunction on the pump, with no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced, and advised the customer on steps for using the replacement pump, including software updates and returning the faulty pump. The customer was informed about using a backup therapy to maintain insulin delivery and understood all instructions provided.